Event description:
Pt with an ng tube was found approx. 7 hra post op having had a large emesis around an ng tube. Pt having difficulty breathing obviously having aspirated while vomiting. Pt intubated and placed on a ventilator. Pt did not respond to therapy, life support was discontinued after 48 hrs and pt expired. Upon investigation, it was noted that the filter float at the top of the suction canister was "stuck" and therefore there was no suction to the pt which apparently resulted in the pt's vomiting. (Canister had been emptied when pt went to surgery and was reconnected approx. 6 hrs later). Smear - moderate wbc, few epithelial cells many gram negative bacilli, few gram positive cocci and bacilli. Culture - 4+ growth probable pseudomonas 2+ growth second gram negatvie bacillus identification and sensitivities to follow. 12:30 am this portable chest shows 1. Mild pneumonia in bilateral lung bases as described. 2. Endotracheal tube in satisfactory position. 3. No significant change in left subclavian catheter. 6:30 am mild worsening of pneumonias of bilateral lower lung fields. 10:50 am portable chest shows aspiration pneumonia in bilateral lower lung fields as before. Endotracheal tube in satisfactory position.